Event description:
The customer is hospitalized for high bgs. It was indicated that the cause of their hospitalization was ketoacidosis. Troubleshooting was performed. Instructed the customer to change the infusion set and call the help line if high bg continues.